Event description:
It was reported that the battery longevity of this pacemaker had dropped from 10 years to eight years. Data analysis indicated this device may be displaying some slight premature battery depletion (pbd); however, the increase in power could be a resulted of the increased right atrial (ra) and right ventricular (rv) sense rates. A boston scientific technical services (ts) consultant advised the health care provider (hcp) that the battery status could be reassessed in 90 days. Currently, the device remains in service. No adverse patient effects were reported.